Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was unable to reproduce the reported issue. The fse anticipated the symptom was due to a loose catheter in the iab circuit, since he noticed 4 "gas loss in iab circuit" messages from 07:37:44 through 07:40:42 which typically indicates a loose catheter in the iab circuit.. The fse performed a full preventive maintenance (pm) with all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The reported failure could not be verified. The iabp was then released to the customer and cleared for clinical service. (B)(4).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. No patient harm, serious injury or adverse event was reported.